Event description:
The facility's biomedical engineering dept reported that the pump overinfused while in use on a pediatric pt. The pump was reported to have antibiotics infusing at an unk rate. Biomed reported that the infusion was set to be delivered over four hours and it was found to be completed in twenty minutes. According to the facility's risk management dept, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, name of medication, channel involved, or the set up of the infusion device.